Event description:
Procedure:lap appendectomy pt sex:unk reportedly, after the device was applied there was excessive bleeding from the staple line on the mesoappendix. The bleeding was sealed and the pt is doing fine.